Manufacturer narrative:
(B)(4). The lot was manufactured from march 10, 2015 to march 11, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred with a large volume folfusor while connected to a patient. The device was filled with fluorouracil and sodium chloride to a total volume of 264ml. The device still contained solution when it was removed from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.